Event description:
It was reported that a healthcare professional observed an ilet pre-filled pumpcart cartridge leaking, believed to be associated with the patient having prefilled cartridges at home, and the patient subsequently replaced the cartridge without any alerts or alarms and with blood glucose reported at 140 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no change to clinical status and no required medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device returned for evaluation and no lot information available due to cartridge disposal. It was concluded that a leak occurred at the cartridge component, with user handling likely contributing, and no patient harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.